Event description:
It was reported that the patient's right atrial (ra) lead recorded undersensing and no capture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65 lead, implanted: (B)(6) 2007. (B)(4).